Event description:
Information received indicates the brakes are not holding.

Manufacturer narrative:
The technician found the brake cable was pinched between the stiffener plate and the bearing. The technician replaced the old style bearings the cams and rebuilt the worn brake block mechanism to repair the bed.